Manufacturer narrative:
Approximately 46 cm of the peritoneal catheter was returned. The returned peritoneal catheter met the requirements for patency and leak testing. The returned peritoneal catheter was attached to the valve and found to have fit the valve appropriately. Therefore the condition of the complaint could not be duplicated by laboratory personnel. The instructions for use that accompany the device caution that ¿in securing catheters to connectors, the encircling ligatures should be securely, but not too tightly, fastened, lest they eventually cut through the silicone tubing.¿ a review of the manufacturing records showed no anomalies. All catheters are 100% inspected at the time of manufacture. (B)(4).

Event description:
It was reported to medtronic neurosurgery that the patient was implanted with a shunt in (B)(6) of 2015. According to the report, the peritoneal catheter was explanted on (B)(6), 2015 as part of a shunt system. Reportedly, there was no impact to the patient.